Event description:
Event description cpi received this ventak mini ii implantable cardioverter defibrillator (ICD) as a returned product after an attempted implant. The ICD was not implanted because the patient's defibrillation thresholds required a higher energy ICD. There was no allegation received regarding the function of this ICD. This MDR was created as a result of cpi's return product testing.